Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the reservoirs were leaking. The customer stated that the reservoirs were leaking while she was filling up the reservoirs. Nothing further was reported.